Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the set screws were disposed, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. A review of relevant manufacturing and inspection records was performed and no discrepancies were discovered.

Event description:
On 08/11/2017 it was reported to k2m inc. That the patient presented with a post-operative set screw back out. The patient was revised and the backed out screws removed and replaced.

Manufacturer narrative:
The subject product will not be returned for evaluation. Investigation still in progress. When investigation is complete, k2m, inc. Will file a supplemental report indicating the findings.

Event description:
On 08.11.2017 it was reported to k2m, inc. That the patient presented with a post-operative set screw back-out. The patient was revised and the backed-out screws removed and replaced.